Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5072-45 lead, implanted (B)(6) 2001. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity. The ICD was explanted and replaced. During the replacement procedure, the left ventricular (lv) lead was unable to capture through the analyzer. The lv lead had high impedance, high thresholds and a possible fracture. The lv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.